Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material have been removed') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material have been removed') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back disorder ('back problems') in a 36-year-old female patient who had essure (batch no. 654847) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced raynaud's phenomenon ("raynaud syndrome / rheumatology"), 6 months 27 days after insertion of essure. In 2011, the patient experienced restless legs syndrome ("restless legs"). On (B)(6) 2011, the patient experienced asthenia ("neurasthenia") and stress ("psychology practice / relationship problems / divorce"). On (B)(6) 2013, the patient experienced back disorder (seriousness criteria hospitalization and intervention required) and musculoskeletal discomfort ("neck problems"). On (B)(6) 2014, the patient experienced visual impairment ("visual problems"). On (B)(6) 2015, the patient experienced malaise ("general malaise") and fatigue ("fatigue"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the back disorder, raynaud's phenomenon, malaise and fatigue outcome was unknown and the musculoskeletal discomfort, asthenia, stress, visual impairment and restless legs syndrome had not resolved. The reporter considered asthenia, back disorder, fatigue, malaise, musculoskeletal discomfort, raynaud's phenomenon, restless legs syndrome, stress and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back disorder ('back problems') in a 36-year-old female patient who had essure (batch no. 654847) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced raynaud's phenomenon ("raynaud syndrome / rheumatology"), 6 months 27 days after insertion of essure. In 2011, the patient experienced restless legs syndrome ("restless legs"). On (B)(6) 2011, the patient experienced asthenia ("neurasthenia") and stress ("psychology practice / relationship problems / divorce"). On (B)(6) 2013, the patient experienced back disorder (seriousness criteria hospitalization and intervention required) and musculoskeletal discomfort ("neck problems"). On (B)(6) 2014, the patient experienced visual impairment ("visual problems"). On (B)(6) 2015, the patient experienced malaise ("general malaise") and fatigue ("fatigue"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the back disorder, raynaud's phenomenon, malaise and fatigue outcome was unknown and the musculoskeletal discomfort, asthenia, stress, visual impairment and restless legs syndrome had not resolved. The reporter considered asthenia, back disorder, fatigue, malaise, musculoskeletal discomfort, raynaud's phenomenon, restless legs syndrome, stress and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: consumer answered to follow-up report: essure lot number, indication and stop date were added. Events were reported (previously only 'device removal' was reported), back disorder was chosen as reason for essure removal (serious incident), hospitalization. Treating physician was a general practitioner based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.